Event description:
It was reported that the programmer was freezing and that the printer was not working. Follow-up determined that the programmer was able to finish its session by being rebooted. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was freezing and that the printer was not working and no evidence was observed of software corruption. The link electronic module (lem) printed circuit board (pcb) assembly was replaced and calibrated, and the hard drive was reconfigured and the software reloaded. (B)(4).